Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9143633. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on photo evaluation, exposed needle was observed in the safety device. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. A physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The engineering team could reproduce the defect by applying too much force during the activation. This excessive force caused damage in the internal diameter of the inner/outer assembly, leaving the exposed needle. H3 other text : see section h.10.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system with prn adapter 22 g x 0.75 in. Has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: it was reported that the safety did not engage. We had a defect in one of our intima catheters today in chemo. The safety did not engage and we were able to take a picture. We did not save the needle since it was a sharp. I also saved the lot number if you needed it (9143633).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system with prn adapter 22 g x 0.75 in. Has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: it was reported that the safety did not engage. We had a defect in one of our intima catheters today in chemo. The safety did not engage and we were able to take a picture. We did not save the needle since it was a sharp. I also saved the lot number if you needed it (9143633).